Event description:
The customer reported the system displays multiple errors. The customer was using the c-arm during an elbow orthopedic surgery and halfway during the case, the images flickered and the c-arm rebooted.

Manufacturer narrative:
The ge svc rep found the pin pushed in at lemo cable receptacal. He also noticed that the interconnect cable was extremely hard to install/remove. The system is repaired, a new interconnect cable and lemo cable receptacle are now on order to be replaced.